Event description:
Boston scientific crm received information that this pulse generator was explanted due to an infected pocket. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.